Event description:
Patient stated getting pump error message: (clear occlusion) rph advised there is a high pressure detected and will have to make sure there is no kink in tubing from cassette to pump or to line. Patient will replace a new tube. Pump serial number: (B)(6). Patient stated tried back up pump, same occlusion alarm, patient changed her tubing/extension set, and no further issue. Patient doesn't have the lot number and expiration date of tubing. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No if yes, was any medical intervention provided? N/a is the actual device available for investigation? Yes, upon patient return did we replace device? Pump not replaced, cadd -extension set replaced did the patient have a backup device they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved? Ongoing? Resolved.